Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump touch screen was impacted by the corner of a counter and the touch screen became shattered. Additionally, the pump touch screen became unresponsive. Customer's blood glucose was 155 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.